Event description:
The customer reported high bags. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. During the call the customer mentioned having several alarms. Several days later the customer was hospitalized for high bgs and dka. Suggested the customer to use manual injections per md protocol.